Event description:
Additional information was received. It was reported that the system checkout passed. It was also verified that the wrong tool card was selected¿different from the instrument actually being used¿which explained the ¿inaccuracy.¿ this was confirmed to not be a system issue.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the rep was unable to duplicate the reported issue. Codes b01, c19 and d14 are applicable. H2: please see section a and b5 for additional information. See also section d4 for the corrected system's serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID m021083c001 (lot: 4.2.1); product type: h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported by the surgeon reported that the instrument was off by about 1cm in depth. The surgeon was able to confirm this issue three times. The event caused a surgical delay of less than one hour. Medtronic imaging and navigation were aborted. There was no impact on patient outcome. Troubleshooting information was provided. The medtronic representative (rep) believed that the user might have been using the wrong tool card. It was not a medtronic case. They were just using medtronic equipment.